Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between december 4, 2023 ¿ december 5, 2023. H11: the device was received for evaluation. A visual inspection via the naked eye was performed, and the coil cap was separated from the housing. No signs of malformed housing were observed. Measurement of the lug diameter of the housing was performed, and the dimensions were found to be lower than the product specification range. A small housing lug diameter could cause the coil cap to separate from the housing if not sufficiently tight. The reported condition was verified. The cause of small housing lug diameter is related to manufacturing. However, a separated coil cap from the housing does not represent a breach in the sterile fluid pathway and does not impact the fluid path of the device if the event occurred during infusion. This issue was identified during preparation and prior to distribution to the patient; therefore, the user has the option to obtain a new device which may lead to a delay in filling and not likely to lead to patient harm. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was not properly assembled; further described as "disintegrated into individual parts (already in the outer packaging)". This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.